Event description:
On (B)(6) , I had a progrip mesh used on my inguinal right hernia. When I woke up I was in a lot of pain. I asked for pain medication and was told that was normal. After 2 weeks, I was still in a lot of pain. It felt like there was a stabbing pain on my right side. I also could not stand up straight at all. I felt like something on my inside was ripping, it also felt like someone was taking a knife and stabbing my stomach. Lastly, I felt like someone had taken a hot pain and had burned my stomach. I also had my belly button repaired. My belly button always felt like there was razor blade in my stomach. When I press anything on it, it is so painful. It is even painful to have my underwear on my stomach. I have to wear my underwear really low. After numerous marcaine shots I was still in pain. I also had 2 nerve blocks done. At about 8 weeks I was finally to walk upright, but all three places still hurt a lot. I had weeks of physical therapy as well as months of acupuncture and am still in pain. I have developed a lump under my belly where the inguinal hernia mesh is. That is exactly where it hurts the most, my belly button still feels like there is a razor blade inside. It was such a stabbing pain that I thought for sure the dr must have left something inside of me. I had an ultrasound and a CT scan with contrast done. Both did not show anything. I am in a lot of pain. I know it is the mesh that is stabbing into me. Sometimes it feels like the mesh moves over different nerves and I get stabbing pains in my vagina. The pains in vagina can last hours, until I got to sleep and lay flat. I cannot lay on my sides anymore because it feels like the mesh is pulling the inside of my skin like a weight and it hurts a lot. I cant sleep well at night because it hurts and wakes me up through out the night. My dr put me on gabapentin as well as tylenol and something else. I can't remember what it was, but it didn't help at all. This was performed using a robot.